Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. A catheter was removed from the sheath at the end of the case and during aspiration of the sheath, air ingress was noted. The physician commented that they had experienced air ingress with other cases involved with a faradrive sheath, however, the exact product information and exact number of events is unknown. In this case, the procedure was completed with the original device. No patient complications were reported. The sheath is not expected to return for analysis as it was discarded.